Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as the drainage bag luer connector was fo und to be broken. There was proteinaceous debris noted within the product. The instructions for use (IFU) that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the connection to the drainage bag broke intra-operatively. According to the report, there was no injury to the patient.